Manufacturer narrative:
It was reported the end-user is not known to be aggressive nor abusive to his device, but was described as being very active. It was reported the end-user is known to use public transportation and it is believed the end-user remains in the device seating during transport. This known failure mode was analyzed at the parent company in (B)(4) and all parts met design specifications. It was, however noted, that these parts had failed because they had seen unusual stress which allowed them to fatigue and break over time. It was decided in (B)(6) 2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. A new design of this part has been implemented into production as of 6/2015. The re-designed part will be issued to the service provider to address this reported failure. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Service provider reported the left side back cane had broken just above where it attached to the seat frame. The end-user was not forthcoming as to circumstances leading up to this reported failure. It was reported that the end-user remained in the seating and had not suffered any injury as a result of this component failure.